Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening) and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer.the device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information that the patient alleging asthma (new or worsening) and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed: what appeared to be a crack on the exterior ui display of the front panel, a dust-like contaminant was observed on the front panel, bottom enclosure, and blower and hair-like particles were observed on the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. The following sections have been corrected/updated in this report: in box h: manufacture date, device evaluated by mfg., problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. In box d: device serviced by 3rdp, device avail for eval & date returned has been updated. In box d: product brand name, model number, catalog item identifier, serial number, product UDI has been updated.